Event description:
It was reported that the device was explanted approximately after an implant duration of 14 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Event description:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider.

Manufacturer narrative:
Device not returned.